Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a button error alarm and was not able to clear. Customer also received a battery out limit alarm when attempting to troubleshoot. Customer's blood glucose was 334 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced